Event description:
The malfunction was found during pre-inspection. The device was replaced with the otv-s7proh - hd autoclavable camera head.

Manufacturer narrative:
This report is being supplemented to provide updated information based on the follow-up information and the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the image failure occurred due to a faulty cable. The cause of this fault was not determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite video system center had no image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image due to poor connector connection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.